Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient information was not switching from preadmitted status. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not switch from pre-admitted status. A technical support specialist confirmed that the issue was resolved by the customer by resubmitting the admission interface message from epic. The system functioned as intended after the customer resolved the issue.